Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that due to loss of capture of this right atrial lead, surgical intervention was taken as an attempt to reposition the lead tip. However during repositioning efforts, the helix failed to retract which resulted in the physician rotating the entire lead body. Measurements were then recorded and high out of range impedances values were observed. The lead was then removed and successfully replaced with another lead of the same model type. No resulting adverse patient effects were reported and the explanted lead is intended to be returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that due to loss of capture of this right ventricular lead, surgical intervention was taken as an attempt to reposition the lead tip. However during repositioning efforts, the helix failed to retract which resulted in the physician rotating the entire lead body. Measurements were then recorded and high out of range impedances values were observed. The lead was then removed and successfully replaced with another lead of the same model type. No resulting adverse patient effects were reported and the explanted lead is intended to be returned for analysis.